Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed to address the occlusions and the occlusion alarms continued. Blood glucose (bg) levels ranged between 225-414mg/dl. Multiple system checks were performed and the pump performed as intended each time. No damage was noted to the infusion set cannula. During a follow-up, it was reported additional occlusion alarms occurred. Reportedly, the customer reverted to insulin pens for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged occlusion alarm issue could not be evaluated due to different issue identified.